Event description:
The customer contact reported air in line. The plumset was primed with 5% dextrose in water and connected to the patient's peripherally inserted central catheter (PICC). After an unspecified length of time, it was reported that the male adapter of a secondary blood tubing set was connected to the clave secondary port on the cassette of the plumset for the delivery of an unspecified volume of intravenous immunoglobulin (ivig) at a rate of 200 ml/hr, via a pump a+ pump. At this time, it was reported that the nurse backprimed solution from the plumset into the secondary blood tubing set, inserted the piercing pin of the secondary blood tubing set into the vial of ivig, opened the air vent, and the delivery was started. After 30 minutes, it was reported that an unspecified volume of small bubbles, approximately 5 mm in diameter, were noted in the customer reported "air trapping chamber" and in the tubing distal to the cassette of the plumset where the flow regulator meets the cassette. After 90 minutes, it was reported that an unspecified volume of small bubbles had formed into larger segments of the tubing distal tot he cassette of the plumset. At 1215, the customer contact indicated that 3-4 inches of air was noted in the tubing distal to the cassette of the plumset. It was reported that the bubbles appeared to be originating in the cassette of the plumset. The customer contact reported "air trapping chamber" had air bubbles forming and with each purge of pumping, air would be pushed from the reported "air trap" through the pumping chamber into the distal tubing. No air was delivered to the patient. The nurse stopped the delivery and disconnected the plumset from the patient. The nurse flushed the plumset with 5% dextrose in water to remove the air, reconnected the plumset to the patient, and the ivig delivery was resumed. The tubing set remained in clinical use. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
Testing and investigation is complete. The device was not received. During the investigation, no possible causes for the customer reported air in line was identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.